Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was tie wraps are defective and was replaced. Additional malfunctions were hose clamp was defective and was replaced.